Event description:
Product is used to anchor venous needles during dialysis therapy. During therapy for pt (B)(6), the pt reported not feeling well at 9:56 am. Venous dislodgement was observed as well 500cc blood loss. Pt was alert and normal. Pressure applied to insertion site, normal saline administered to support blood pressure. Oxygen administered. Blood pressure recorded as 88/54 at 9:58 am and 124/55 with a pulse of 71 at 10:02 am. Pt sent to hosp via ambulance (ems activated at 9:58 am). Add'l info from uf report: during dialysis at 9:56 am pt stated that he was not feeling well. Nurse noted venous needle has dislodged and approx 500ml of blood was pooled under the chair. Pt was a&ox3. Pressure applied to the venous needle insertion site, normal saline administered for bp support, oxygen applied. Bp 88/54 at 10:00 am and 124/55 pulse 71 at 10:02 am. Ems activated at 9:58 pt to the hosp via ems.

Manufacturer narrative:
A general communication was also received from the customer with comments that the device was not as sticky as desired. This comment was not specifically mentioned with this event. The MFR is not identifying this event as a product problem. As per the complaint investigation, the mfg process, retained product samples, and any product retrieved from the customer were evaluated. The investigation was concluded and showed that the product had met specs. (B)(4).